Event description:
It was reported that the patient experienced a tia and there was a device related thrombus. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. No complications were reported. The patient was prescribed warfarin. Six weeks post procedure a follow up procedure was planned where a transesophageal echocardiogram(tee) was performed. The tee images showed that there was no thrombus or issue with the device. At this time the patient was taken off of warfarin. Plavix and aspirin were started. On (B)(6) 2018 the patient was hospitalized with a tia. A tee was performed and a thrombus was seen on the watchman device. The patient was started on eliquis following this hospitalization. On (B)(6) 2019 the patient had a follow up tee performed. Reported by the patient the images showed "open area, without tissue growth and irritated atria." The patient was continued on eliquis. No other complications were reported.